Event description:
It was reported that the inflatable penile prosthesis stopped pumping and inflating. The patient underwent a revision surgery and upon uncovering the pump, the physician noted a thick capsule which was kinking the tubing and pump. The pump was replaced. The device was tested and worked properly. There were no patient complications.